Event description:
It was reported that, perioperatively, it was impossible to connect the lead and the implantable neurostimulator. The lead was broken during the procedure to place the neurostimulator. No further details related to the initial need for the surgery were provided. The pt's device system was, then, removed and replaced. There was no injury to the pt. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Event description:
Additional information received reported that there was no problem for the patient.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 3058 (B)(4) determined the setscrew was backed too far out. A connector sleeve was observed stuck in the connector port. In order for the sleeve to be removed, a portion of the connector block had to be cut. Good, stable output was observed on all electrode pairs. Analysis of accessory wrench lot # unk determined there was no anomaly found.

Manufacturer narrative:
The initial MDR was filed as MFR report #3007566237-2011-08806. Additional review indicated the correct manufacturing site was site #3004209178. Further review of analysis also indicated that the implantable neurostimulator (ins) connector port lead or lead parts were stuck inside the port and crushed connector sleeves.

Manufacturer narrative:
(B)(4).